Manufacturer narrative:
Batch review performed on 09-march-2022: lot 160103: (B)(4). Expiration date: 2021-04-14. No anomalies found related to the problem.to date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery was performed due to stem loosening 5 years after the primary surgery. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.